Manufacturer narrative:
The astral external battery was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported power failure of the external battery. The evaluation also found that the astral device failed to detect the external battery. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported external battery failure was most likely due to a faulty dc connector in the external battery assembly. The external battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery pack was not functional. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral external battery pack was not functional. There was no patient injury reported as a result of this incident.